Manufacturer narrative:
The date returned to manufacturer was documented as 11/23/2017 on the initial report. It has been updated as 11/13/2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was not functioning and was defective on the compact air drive device. It was further determined that the device failed pretest for check starting behavior, check for untrue running, check triggers for forward/reverse mode and check function of soft mode switch (safety system). It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.